Event description:
During the device evaluation, there was damage observed to the power emulator (p-emulator) cable/box. There was no patient involved.

Manufacturer narrative:
The device was no returned to olympus for evaluation; however, an olympus field service engineer (fse) visited the site. Based on the fse's investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.